Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient was revised due to aseptic loosening femur; aseptic loosening tibia (left). Revision njr number: (B)(6). Primary asa: p2 - mild disease not incapacitating. Component not revised: advance onlay all poly patella 38mm tripeg kpontp38 lot 18542209.